Event description:
While evaluating a device that was returned to physio-control, it was observed that the device would not power on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified that the device would not power on. The analog pcb assembly was removed for further evaluation. It was determined that the root cause of the reported failure was two electrically leaky filters, designators fl9 and fl10. The customer received a replacement device.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.